Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section d9, update section h3, and to provide the completed investigation results. In the initial report it was reported that sample was returned however the box that was sent back was inadvertently missing the actual device for this reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section b1, update to section b2, to provide additional information to section b5, to update section h1 and to update the health effect - impact code in section h6. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 22september2021: hemostasis was believed to be completed with manual pressure.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation- cath lab materials manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the staff had an issue with the 8f angio-seal sheath and arteriotomy locator "not connecting." They pulled and tried another 8f angio-seal with the same lot number. Again, it would not connect properly. They would like to return all 15 8f angio-seal with this lot number. The angio-seal entered the patient. The estimated blood loss was less than 250cc's. Patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 01september2021: since the staff caught the malfunction before patient engagement, there was no harm done to the patient. The case was an pvc or vt (vascular treatment) done in the ep lab using an 8fr sheath. Unknown blood loss. There was not any noticeable damage to the device.